Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. Failure analysis found the primary failure of the cracked blade to be related to the customer reported complaint. No material appeared to be missing. Images of the harmonic ace instrument related to this event were received and reviewed. The images confirmed that the harmonic ace instrument blade was detached. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer noted that the front end of the harmonic ace instrument was fractured. The customer noted the fractured part had been completely removed and no fragments remained in the patient. The harmonic ace instrument was replaced with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No fragments fell inside the patient during the procedure.